Event description:
It was reported that the user received an urgent low glucose alert and measured a blood glucose of 52 mg/dl, after which they self-treated with oral glucose in the form of orange juice and observed a subsequent rise to 65 mg/dl with a stable trend; the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included self-management with oral glucose and no hospitalization. Troubleshooting and education were provided, including guidance to monitor and re-treat with additional oral glucose if needed. Investigation included customer interview and review of reported glucose trends. Investigation of this case revealed no device malfunction reported or observed, and no component-specific issue identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.